Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00867.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), non-penumbra coils, a non-penumbra microcatheter, and non-penumbra guide sheath. During the procedure, the physician placed four coils in the target vessel using the microcatheter. The physician then advanced the next coil, a smart coil, to the vessel and attempted to detach it using the handle, but the handle failed to detach the smart coil; therefore, the handle was not used for the remainder of the procedure. The procedure was completed using the same smart coil and another handle. There was no report of an adverse effect to the patient.